Manufacturer narrative:
An investigation of the reported condition was performed. One (1) opened sample was returned to the site for investigation. A visual inspection of the sample finds no defect. The unit was then functionally tested as per test procedure sentinel seal / sentinel seal dual c.d.u function test. This procedure tests the following features of the vessel: water leakage at fill spout, positive pressure relief vent valve function, underwater seal chamber bespak valve function / reseal, regulator initial vacuum, occlusion, systems leak, negative pressure relief valve function and reseal, collection chamber bespak valve function / reseal, regulator stem failure, float valve patient assessment chamber, float valve underwater seal chamber, referee test / underwater seal float valve. The vessel had a minor leak between the walls of the inner chambers and passed all other testing. All welded points on the vessel where visually inspected with no defect found. The most probable root cause is that the vessel was damaged post transport from the manufacturing site during transport. During the manufacturing process, all units are 100% functionally tested to ensure that they function correctly. The associated data will be fed into the risk management quarterly report used to determine the need for a formal corrective/preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/03/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a customer states: during use, it sound like leaking so another product was used. No patient harm. On (B)(6) 2017 it was confirmed that the leak occurred in the seal chamber.